Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the display screen went blank and the keypad did not respond. The device's keypad was replaced to address the issue.